Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the patient got a refill and expected was 2ml and hcp withdrew 0ml. No symptoms were reported. No further complications have been reported.